Event description:
A male pt, was being treated for an ankle sprang with electrotherapy when the pt experienced an unintended output from the device. The clinician was using the interferential electrotherapy waveform to treat the pt. The clinician adjusted the output intensity to pt tolerance. The treatment time was for 15 minutes. The clinician was using 2 inch carbon electrodes. The clinician prepared the treatment area by using alcohol.

Manufacturer narrative:
The device has been received, and is currently under eval. The device eval and any additional findings will be provided upon conclusion of the device eval.